Event description:
Customer reports to have high blood glucose of 300 mg/dl, which was treated with a bolus delivery. Customer believes high blood glucose was caused by refurbished insulin pump. Customer states her lifestyle had not changed, but she is using more insulin than before. Customer requested for insulin pump to be replace. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.